Event description:
On march 12, 2006, the pt was treated with a nasal dressing. One hour after placement of nasal dressing, it was reported the pt began bleeding and vomiting which caused the nasal catheter to clip to the back of the pt's throat. The physician removed the nasal dressing and stopped the pt's bleeding. There was no reported pt injury.